Event description:
Patient revised because of polyehtylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information; however, the reported patient large physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.